Manufacturer narrative:
An event regarding elevated ion levels involving an unknown metal head was reported. The event was not confirmed. Method & results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Clinician review: not performed because no medical records or x-rays were made available for evaluation. Product history review: a complaint history review could not be performed as the device was not properly identified. Complaint history review: a complaint history review could not be performed as the device was not properly identified. Conclusions: the event could not be confirmed, nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as medical documentation and the return of the devices are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2015 and was revised on (B)(6) 2015. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue and excessive levels of cobalt and chromium in her blood.